Manufacturer narrative:
Investigation results: the device, used in treatment was returned for evaluation. A visual inspection was conducted and confirmed that the offset broach handle is wobbly which could cause the instrument not to properly function. The manufacturing date for this device is 2012. . A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during total hip replacement instrument outside the patient, the offset broach handle was wobbly when clamped. No delay or injury reported. The procedure was finished using a smith and nephew back up device.